Event description:
It was reported that a shaft break had occurred. The target lesion was located in the right interventricularis anterior artery (riva). During the procedure, the physician had moved the 3.0 x 15mm emerge distal to the targeted vessel area and the shaft broke medial. The procedure was completed with a different emerge balloon. There were no patient complication and the patient is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. A visual examination identified the hypotube is separated 86.9cm from the hub. There are multiple kinks along the whole device. Microscopic examination revealed that the exit notch is damaged. There is blood present in the guidewire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed that the hypotube is separated but appeared to be kinked prior to separation.

Event description:
It was reported that a shaft break had occurred. The target lesion was located in the right interventricularis anterior artery (riva). During the procedure, the physician had moved the 3.0 x 15mm emerge distal to the targeted vessel area and the shaft broke medial. The procedure was completed with a different emerge balloon. There were no patient complication and the patient is fine. It was further reported the lesion was approximately 75% stenosed with normal calcification and medium tortuosity. The shaft break was located 15cm near the hub and it was verified the complete device was removed from the patient.

Event description:
It was reported that a shaft break had occurred. The target lesion was located in the right interventricularis anterior artery (riva). During the procedure, the physician had moved the 3.0 x 15mm emerge distal to the targeted vessel area and the shaft broke medial. The procedure was completed with a different emerge balloon. There were no patient complication and the patient is fine. It was further reported the lesion was approximately 75% stenosed with normal calcification and medium tortuosity. The shaft break was located 15cm near the hub and it was verified the complete device was removed from the patient.